Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs for the event date were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The biopsied lobe was in the lingula of the left upper lobe, touching the pleura - 12mm, path - fibroelastosis. It was reported that the physician believed the biopsy site was in a highly common location for a pneumothorax to occur because there was no discernible plane from the pericardium and impossible to biopsy by transthoracic methods. The pneumothorax was identified via post procedure x-ray; it was small and did not grow and resolved within 24 hours. The patient was admitted and a chest tube placed. The chest tube was removed and then the patient was discharged home within 24 hours. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.